Event description:
The customer stated a lab to device correlation was performed. No pts were treated based on the results. Controls were in range. Lab result was 320mg/dl, device result was 422mg/dl. Lab result was 237 mg/dl, device result was 292. Lab result was 292mg/dl, device result was 391mg/dl. Lab result was 118mg/dl, device result was 145mg/dl. A request was made for the return of the suspect device. Customer wanted to speak with field personnel before deciding to send product back.